Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, the fse found that the belt had jumped teeth while the rack was feeding. Fse could not observe any visible cause of the obstruction. Fse then realigned the x1 pitch flag which was 90 degrees out of alignment and tightened the fixing screws to prevent any movement. Fse checked the belt tension as well and then ran 10 rack rotation tests without any errors. The daily check was run to verify proper cup transfer operation. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on 11-july-2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the install date of 11-jul-2018 through aware date of (B)(6) 2018. There were two (2) similar complaints, including this ticket, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2300] s.loader step feed failure: cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of error 2300 messages was due to the x1 belt had jumped teeth and caused misalignment.

Event description:
A customer reported 2300 s. Loader step feed failure error messages with the aia-900 instrument. The customer could not complete the daily check. The customer reported that the loader will home but the white pusher foot stops and errors at the same position every time. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.